Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k20332. The rt125 infant bias flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.

Event description:
A distributor (B) (6) reported that during their inward goods inspections, they found a small part of rt125 infant breathing circuit was missing. No pt consequence was reported.